Event description:
It was reported that the patient received vibratory alert due to lead noise. Lead dislodgement was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.